Event description:
Hcp reported the pt presented 2004 with a sudden loss of drug effect. The pt has symptoms of withdrawal including nausea and other flu-like symptoms. The pt had surgery when it was discovered the catheter was sheared. The catheter was explanted and replaced. The pump was electively replaced also at that time. The pt is now "doing pretty well." The hcp is slowly increasing the daily pump medication along with prescribing oral pain medication.